Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported guide wire separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous and concentric distal left anterior descending artery which had thrombosis. A balance heavyweight guide wire was advanced to the lesion and an unknown balloon catheter was advanced; however there was high thrombus and it could not pre-dilatate the lesion. An aspiration catheter was also advanced and it could not cross. At this point it was noted that the guide wire tip was separated and it remains in the distal part of the lesion. An attempt was made to snare the tip but it could not be retrieved and it remains free-floating in the anatomy. There was no clinically significant delay in the procedure. No additional information was provided.